Event description:
It was reported that during trial procedure, the patient was experiencing headache and had cerebrospinal fluid (csf) leak. The patient underwent an early lead pull. The patient was doing well, and the explanted leads will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).